Manufacturer narrative:
The insulin pump was received with cracked and bleeding glass on lcd board. The insulin pump was received with minor scratches on lcd window.

Event description:
The customer's mother reported via phone call that the screen was not readable. The customer's mother stated that the insulin pump was dropped. The customer's mother reported that the insulin pump had crack under the display and a black streak across the insulin pump casing. The customer's blood glucose was unknown at the time of incident. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.